Event description:
It was reported that the catheter was damaged pre-implant. When the catheter package was opened the physician noted that the pump end segment of the catheter was bent 90 degrees, was kinked, and so it was not used. Specifically, the collet of the pump segment had a bent pin. The device was not used in the patient and was returned to the manufacturer. The patient suffered no injury. The device was intended to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the 8780 catheter (B)(4) revealed a catheter/pin connector anomaly. As received, the platinum pin on the distal side of the pin connector attached to the 8780 proximal assembly had a severe bend. The distal side metal pin was bent to nearly 90 degrees. Along with being bent, other damage to the platinum pin included a half-moon shaped slice in the pin that went through to the inner lumen plus a burr on the very tip of the pin. The damage indicated it was caused by a significant mechanical force, possibly by the vendor's molding machine during the process of molding the plastic body around the platinum pin connector. Because the base of the plastic housing seen does not show any damage, it was felt the pin damage occurred after the housing had been molded to the outside of the pin. Also of note was slight damage seen to one of the tabs on the distal collet. It was thought that the damage to the tab occurred while the pin connector was being assembled on to the proximal portion of the 8780. More specifically, it was thought the damage occurred to the distal collet while it was being held in a fixture while the proximal collet was being locked into position on the 8780 catheter segment. The damage to the tab on the collets also indicates the metal pin was already bent before the previously mentioned step occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).